Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated carbon dioxide (co2) results generated on the architect c8000 processing module for multiple samples. The following data was provided: (B)(6) 2022,sid: (B)(6), 40 mmol/l, repeat results = 28.5 mmol/l, 29.7 mmol/l, (B)(6) 2022,sid: (B)(6), 33.4 mmol/l, repeat results = 23.9 mmol/l, 24.1 mmol/l, (B)(6) 2022,sid:(B)(6), 33.6 mmol/l, repeat results = 22.3 mmol/l, 22.4 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and observed liquid flinging off the mixer paddle as the mixer moved up from the cuvette. The customer resolved the issue by replacing both mixers and calibrating co2. No additional discrepant result issues have been reported since the mixers were replaced. Return testing was not completed as returns were not available. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify any trend related to the current complaint. A review of tracking and trending data found no similar issues for the architect system or discrepant results as described in this ticket with regards to the current issue. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c8000 processing module, sn (B)(6) or the 09d59-04 mixer was identified.